Event description:
It was reported that during a rotational atherectomy procedure, the rotablator burr became stuck in a lesion. The lesions being treated were located in the right coronary artery (rca). The physician was able to ablate the mid and distal lesion successfully. When advancing the burr down to a smaller part of the vessel, the burr "went too far" and became stuck in a lesion in the posterior descending artery (pda). The patient was transferred to surgery to remove the burr. In the opinion of the physician, it was not the fault of the system, rather the size of the burr they were using.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.